Event description:
On (B)(6) 2009, the pt reported, she has received e4 (occlusion) errors on her insulin infusion device during basal and bolus delivery. She said, she presses the check key to clear the e4 and her device then displays an e8 (power interrupt). She stated, she has not changed her battery cover in "a while" and was advised to change it with every 4th battery change. She said, she is not currently experiencing an e4, but had one this morning. To troubleshoot, the pt was instructed to disconnect from her infusion headset and bolus 5 units through the tubing which she did without error. The pt then reconnected to her device. She changes her headsets every 4-5 days when she changes her insulin cartridge. She was advised to change her headset every 3 days and the tubing every 6 days. She said, she changed her headset last night. She said, she has scar tissue which she tries to avoid. She had discarded the infusion sets at issue. On follow up with the pt on (B)(6) 2009, she stated, she switched to her backup infusion device for troubleshooting purposes and changed her headset, tubing, battery cover and adapter. She stated, she is still receiving occlusion errors. She stated, she has now changed to a different type of infusion set and has not received any further errors. Courtesy infusion sets and a guide to infusion site management were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.